Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) france, alleging that her onetouch verio flex meter read inaccurately high in comparison to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, and further information obtained during a follow up call by csr. The patient reported the alleged meter inaccuracy issue began on (B)(6) 2016, at 11am. The patient reported that she obtained inaccurate blood glucose result of ¿441 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated she tests her blood glucose 3 times per day, and her usual/expected results are ¿110 mg/dl¿. She reported that she manages her diabetes with insulin, lantus 26 units per day and humalog between 8-10 units per day, and that in response to the alleged inaccuracy she injected extra humalog (dose unknown). 20 minutes after the alleged issue the patient reported developing symptoms of ¿shaking and sweating¿, which she related to hypoglycemia. She self-treated the symptoms drinking coca cola. She stated that her blood glucose was tested on a emergency services meter and a result of ¿98 mg/dl¿ was obtained. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. The strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.